Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mom reported via phone call that customer experienced high blood glucose level. Customer blood glucose level was 400 mg/dl and 600 mg/dl. Customer's mom stated that daughter had a lot of scar tissue built up. Customer's mom stated that infusion set had bent cannula. Customer's mom was not able to complete troubleshooting for high blood glucose. The device will not be returned for analysis.